Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Review of event description: it was reported that the female patient (B)(6) experienced a fracture of the left femur on (B)(6) 2018, which was treated with a ncb plate on the same day at (B)(6). On (B)(6) 2019 the patient was discharged from the rehab clinic; with the help of crutches she was able to perform tasks of daily living. On (B)(6) 2019 while walking, the left leg gave in and crackled. The x-ray evaluation at the (B)(6) emergency room revealed a ncb plate fracture. Due to the ncb plate fracture the patient underwent a revision surgery on an unknown date between (B)(6) 2019. Review of received data: a cd with 41 radiographs was received; the following x-ray analysis has been performed by a health care professional: preoperative pelvic overviews (2 x-rays), left hip with thigh, knee joint ap and lateral view (3 x-rays), dated (B)(6) 2018: bilateral cementless thr. Dislocated metaphyseal extra articular spiral femoral fracture on the left with several intermediate split segments (ao-classification 33-a3.2). Intraoperative pelvic overview, left hip with thigh and knee joint ap and lateral views (7 x-rays), dated (B)(6) 2018: post-fixation of the fracture with three cerclage cables, osteosynthesis using a ncb plate laterally and 9 screws. The fracture appears anatomically correctly repositioned; the fracture line is recognizable distally. Postoperative left hip with thigh ap (1 x-ray) and second view (1 x-ray), dated (B)(6) 2018: 10 days postoperative with osteosynthesis plate fixed without signs of loosening; the fracture appears anatomically correctly repositioned. Postoperative left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2018: no signs of failure of osteosynthesis material. The fracture line and the distal intermediate large bone fragment are clearly visible. Postoperative left hip ap (1 x-ray), second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2018: femoral rotation conditions do not exactly match, but compared to the previous x-rays the bony fragment in the distal fracture area appears dorsally dislocated. Postoperative left hip with thigh ap (1 x-ray), second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2019: three months' post osteosynthesis with no signs of bone healing. The fracture zone is clearly visible. No failure of the osteosynthesis material. Postoperative pelvic overview (2 x-rays), left thigh second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2019: fracture of the plate at the level of the proximal cerclage wire in the area of an empty screw hole. The fractured plate is slightly dislocated. The fracture area is radiologically clearly visible. The proximal cerclage cable is broken. Post revision left hip with thigh ap (1 x-ray) with second view (1 x-ray) and left thigh ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: post re-osteosynthesis with periprosthetic femoral plate and one cerclage cable. Post revision left hip ap (1 x-ray) with second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: signs of beginning callus formation at the level of the fracture zone on the medial side, otherwise no relevant changes to the previous x-rays. Post revision left hip ap (1 x-ray) with second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: compared to the previous x-rays clearly visible signs of callus formation medially. Patient data: (B)(6), female, born (B)(6) 1951, 170 cm, 100 kg, bmi 34.6, active lifestyle, retired. Devices analysis: visual examination: the fractured ncb plate was received for evaluation: the fracture of the plate is located through the middle of the ninth screw hole (counted from proximal). On the fracture surfaces beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces several polished areas and some scratches can be found, probably due to contact between the parts after the fracture. On the bone-facing side of the distal plate fragment a mixture of smeared material and wear can be seen. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as only the ncb plate has been reported. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Ncr review (ncr# (B)(4)): the ncr has no correlation to the reported event, as the received raw material was tested in our lab and found to be according to specification. Instruction for use (IFU): warnings, page 4: the load-bearing capacity of the implant can be compromised by notching, scratching, or striking. Improper selection, placement, positioning, and fixation of the implant components may result in unusual stress conditions reducing the service life of the implants. Precautions, page 5: these implants are designed for temporary usage and are generally removed once the bone can resume its normal function. The physician in charge is responsible for the decision to remove the implants. The risk of adverse effects such as secondary infections, allergies, material fatigue (breakage), implant failure and/or impaired blood circulation, increases with the time the implant is implanted, delayed union, non-union, patient weight and activity level. Adverse effects, page 6: - implant breakage - mal-, delayed- and non-union patient counseling information, page 9: complications and/or failure of temporary internal fixation devices are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients and/or with patients who fail to follow through with the required rehabilitation program. Physical activity or trauma can result in loosening, wear and/or fracture of the implant. [...] The implant is not as strong, reliable or durable as natural, healthy bone and will fail under normal weight bearing or load bearing in the absence of complete bone healing. Conclusion summary it was reported that the female patient (B)(6) experienced a fracture of the left femur on nov 01, 2018, which was treated with a distal femur ncb plate on the same day. On (B)(6) 2019 the patient was discharged from the rehab clinic; with the help of crutches she was able to perform tasks of daily living. On (B)(6) 2019 while walking, the left leg gave in and crackled. The x-ray evaluation at the emergency room revealed a ncb plate fracture. Due to the ncb plate fracture the patient underwent a revision surgery on an unknown date between (B)(6) 2019 and (B)(6) 2019. The visual examination of the complained product confirmed the fracture of the ncb plate through the ninth screw hole from proximal. The beach lines on the fracture surfaces point to a fatigue fracture. Further, on the bone facing side of the distal fracture fragment scratches and marks from the two proximal cerclage cables can be seen. As described in the applicable instruction for use (IFU), the load-bearing capacity of the ncb plate can be compromised by notching or scratching; and improper positioning of implant components may reduce the life of the implant. In addition, the risk of adverse events such as implant breakage, delayed or nonunion is increased in heavy and/or physically active patients or patients who fail to follow rehab protocols. Review of the x-ray follow up showed that the fracture was treated with osteosynthesis using a distal femur ncb plate laterally, three cerclage cables and 9 screws. The fracture appeared anatomically correctly repositioned after the osteosynthesis. Three months' post osteosynthesis on (B)(6) 2019 with intact ncb plate, radiologically there was no bone healing with clearly visible fracture lines. On (B)(6) 2019 radiologically visible plate fracture at the most proximal cerclage cable and rupture of the most proximal cerclage cable. According to the patient data, the female patient was born 1951, has an active lifestyle and a bmi of 34.6 which falls within obesity class I. No additional medical records such as surgical reports, patient history or compliance to postoperative protocols have been received, therefore possible contributing factors remain unknown. Due to missing product identification of the screws and cerclage cables a compatibility check of the complete system could not be performed. The quality records show that all specified characteristics of the ncb plate (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). In conclusion, fatigue fractures can occur as a result of cyclic loading, but an exact root cause could not be found. Based on the investigation and the given information, possible contributing factors could include: placement of screws and cerclage cables (influencing the mechanical load on the plate), damage of the ncb plate due to direct contact with the most proximal cerclage cable, delayed union of the bone, patient factors such as weight, high activity level and compliance to postoperative protocols. It remains unknown to what extend each of the factors may have contributed to the fracture of the ncb plate. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00281.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D11 concomitant medical products - item# 0203150300, lot# unknown, ncb, locking cap. - item# unknown, lot# unknown, cerclage wires (unknown lm - possibly depuy). - item# 0203150038, lot# unknown, ncb, screw, 5.0, 38 mm. - item# 0203152075, lot# unknown, ncb, cancellous screw, 5.0 mm, 32 mm, 75 mm. - item# 0203152080, lot# unknown, ncb, cancellous screw, ã¸ 5.0 mm, 32 mm, 80 mm. - item# 0203150036, lot# unknown, ncb, screw, 5.0, 36 mm. - item# 0203150055, lot# unknown, ncb, screw, 5.0, 55 mm. - item# 0203150050, lot# unknown, ncb, screw, 5.0, 50 mm. - item# 0203150070, lot# unknown, ncb, screw, 5.0, 70 mm. - item# 0203150034, lot# unknown, ncb, screw, 5.0, 34 mm. - item# 0203150065, lot# unknown, ncb, screw, 5.0, 65 mm. - item# 0203150075, lot# unknown, ncb, screw, 5.0, 75 mm. Event summary: it was reported that the female patient ((B)(6) experienced a fracture of the left femur on (B)(6) 2018, which was treated with a ncb plate on the same day at (B)(4). On (B)(6) 2019 the patient was discharged from the rehab clinic; with the help of crutches she was able to perform tasks of daily living. On (B)(6) 2019 while walking, the left leg gave in and crackled. The x-ray evaluation at the kuk linz emergency room revealed a ncb plate fracture. Due to the ncb plate fracture the patient underwent a revision surgery on (B)(6) 2019. Review of received data: - a cd with 41 radiographs was received; the following x-ray analysis has been performed by a health care professional: - preoperative pelvic overviews (2 x-rays), left hip with thigh, knee joint ap and lateral view (3 x-rays), dated (B)(6) 2018: bilateral cementless thr. Dislocated metaphyseal extra articular spiral femoral fracture on the left with several intermediate split segments (ao-classification 33-a3.2). - intraoperative pelvic overview, left hip with thigh and knee joint ap and lateral views (7 x-rays), dated (B)(6) 2018: post-fixation of the fracture with three cerclage cables, osteosynthesis using a ncb plate laterally and 9 screws. The fracture appears anatomically correctly repositioned; the fracture line is recognizable distally. - postoperative left hip with thigh ap (1 x-ray) and second view (1 x-ray), dated (B)(6) 2018: 10 days postoperative with osteosynthesis plate fixed without signs of loosening; the fracture appears anatomically correctly repositioned. - postoperative left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2018: no signs of failure of osteosynthesis material. The fracture line and the distal intermediate large bone fragment are clearly visible. - postoperative left hip ap (1 x-ray), second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2018: femoral rotation conditions do not exactly match, but compared to the previous x-rays the bony fragment in the distal fracture area appears dorsally dislocated. - postoperative left hip with thigh ap (1 x-ray), second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2019: three months' post osteosynthesis with no signs of bone healing. The fracture zone is clearly visible. No failure of the osteosynthesis material. - postoperative pelvic overview (2 x-rays), left thigh second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) and lateral view (1 x-ray), dated (B)(6) 2019: fracture of the plate at the level of the proximal cerclage wire in the area of an empty screw hole. The fractured plate is slightly dislocated. The fracture area is radiologically clearly visible. The proximal cerclage cable is broken. - post revision left hip with thigh ap (1 x-ray) with second view (1 x-ray) and left thigh ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: post re-osteosynthesis with periprosthetic femoral plate and one cerclage cable. - post revision left hip ap (1 x-ray) with second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: signs of beginning callus formation at the level of the fracture zone on the medial side, otherwise no relevant changes to the previous x-rays. - post revision left hip ap (1 x-ray) with second view (1 x-ray) and left thigh with knee joint ap (1 x-ray) with lateral view (1 x-ray), dated (B)(6) 2019: compared to the previous x-rays clearly visible signs of callus formation medially. - patient data: (B)(6), female, born (B)(6) 1951, 170 cm, 100 kg, bmi 34.6, active lifestyle, retired. - visit report, following accident (B)(6) 2018: 6 weeks follow-up ((B)(6) 2018): patient is well, scar is bland, partial weight bearing 20 kg, x-ray follow up shows osetosynthesis with no signs of loosening. 3 months follow-up ((B)(6) 2019): patient was in clinic and received physical therapy with increasing weight bearing. Patient walks with a walking frame and partially with crutches. X-ray follow-up shows osteosynthesis with correct alignment, no indication of implant failure or loosening. Beginning fracture consolidation, however fracture still well visible. Patient will be 3 weeks in rehab clinic. (B)(6) 2019: periosteosynthesis fracture left thigh (plate fracture). A few days after discharge of rehab clinic, patient had sudden crack in left thigh while walking with crutchers in her flat. Since event pain and inability to bear weight with left leg. X-ray follow-up shows fracutre of osetosynthesis plate. Revision on (B)(6) 2019. - op documentation, (B)(6) 2018: listing of implanted devices (1x ncb plate, 9x cortical screws, 4x spongiosa screws, 10x locking caps and 3x depuy synthes cerclage cable ref# 611.105.01). The devices have been added as associated products. - op documentation, (B)(6) 2019: the document does not contain relevant information to the case. - all other post-treatment reports with a date after (B)(6) 2019 do not provide additional information relevant to the case. Devices analysis - visual examination: the fractured ncb plate was received for evaluation: the fracture of the plate is located through the middle of the ninth screw hole (counted from proximal). On the fracture surfaces beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces several polished areas and some scratches can be found, probably due to contact between the parts after the fracture. On the bone-facing side of the distal plate fragment a mixture of smeared material and wear can be seen. Review of product documentation - this device is intended for treatment. - the compatibility check could not be performed as only the ncb plate has been reported. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - ncr review: the ncr has no correlation to the reported event, as the received raw material was tested in our lab and found to be according to specification. - instruction for use (IFU): warnings, page 4: - the load-bearing capacity of the implant can be compromised by notching, scratching, or striking. - improper selection, placement, positioning, and fixation of the implant components may result in unusual stress conditions reducing the service life of the implants. Precautions, page 5: - these implants are designed for temporary usage and are generally removed once the bone can resume its normal function. The physician in charge is responsible for the decision to remove the implants. The risk of adverse effects such as secondary infections, allergies, material fatigue (breakage), implant failure and/or impaired blood circulation, increases with the time the implant is implanted, delayed union, non-union, patient weight and activity level. Adverse effects, page 6: - implant breakage. - mal-, delayed- and non-union. Patient counseling information, page 9: complications and/or failure of temporary internal fixation devices are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients and/or with patients who fail to follow through with the required rehabilitation program. Physical activity or trauma can result in loosening, wear and/or fracture of the implant. [...] The implant is not as strong, reliable or durable as natural, healthy bone and will fail under normal weight bearing or load bearing in the absence of complete bone healing. Conclusion summary: it was reported that the female patient ((B)(6) ) experienced a fracture of the left femur on (B)(6) 2018, which was treated with a distal femur ncb plate on the same day. On (B)(6) 2019 the patient was discharged from the rehab clinic; with the help of crutches she was able to perform tasks of daily living. On (B)(6) 2019 while walking, the left leg gave in and crackled. The x-ray evaluation at the emergency room revealed a ncb plate fracture. Due to the ncb plate fracture the patient underwent a revision surgery on (B)(6) 2019. The visual examination of the complained product confirmed the fracture of the ncb plate through the ninth screw hole from proximal. The beach lines on the fracture surfaces point to a fatigue fracture. Further, on the bone facing side of the distal fracture fragment scratches and marks from the two proximal cerclage cables can be seen. As described in the applicable instruction for use (IFU), the load-bearing capacity of the ncb plate can be compromised by notching or scratching; and improper positioning of implant components may reduce the life of the implant. In addition, the risk of adverse events such as implant breakage, delayed or nonunion is increased in heavy and/or physically active patients or patients who fail to follow rehab protocols. Review of the x-ray follow up showed that the fracture was treated with osteosynthesis using a distal femur ncb plate laterally, three cerclage cables and 9 screws. The fracture appeared anatomically correctly repositioned after the osteosynthesis. Three months' post osteosynthesis on (B)(6) 2019 with intact ncb plate, radiologically there was no bone healing with clearly visible fracture lines. On (B)(6) 2019 radiologically visible plate fracture at the most proximal cerclage cable and rupture of the most proximal cerclage cable. According to the patient data, the female patient was born 1951, has an active lifestyle and a bmi of 34.6 which falls within obesity class I. No additional medical records such as surgical reports, patient history or compliance to postoperative protocols have been received, therefore possible contributing factors remain unknown. The compatibility check showed that the ncb plate, all screws and the locking caps are zimmerbiomet products with approved product compatiblity, the three cerclage cables are depuy synthes devices. The quality records show that all specified characteristics of the ncb plate (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). In conclusion, fatigue fractures can occur as a result of cyclic loading, but an exact root cause could not be found. Based on the investigation and the given information, possible contributing factors may include: ¿ placement of screws and cerclage cables (influencing the mechanical load on the plate), ¿ damage of the ncb plate due to direct contact with the most proximal cerclage cable, ¿ delayed union of the bone, ¿ patient factors such as weight, high activity level and compliance to postoperative protocols. It remains unknown to what extend each of the factors may have contributed to the fracture of the ncb plate. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to femur plate implant fracture.